Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 6/13/2017 with the following findings: during the investigation, it was observed that the returned battery cap was damaged and had a stripped top. Due to its damage, the returned battery cap was difficult to insert and remove from the pump. The initial complaint was duplicated during this investigation. A test battery cap was used and it was able to be easily inserted and removed from the pump. The returned battery cap¿s manufacturing height and width were within specification.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a casing/condition (damaged cap and case) issue. It was reported that the user was unable to remove the battery cap from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.